Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility reported that a blood was noticed in a dialysate hose during a patient¿s hemodialysis treatment. The blood sensed in the optical detector and a severe blood leak alarm was sounded. The circuit was discarded. There was no indication of the number of milliliters of blood lost. There was no patient injury, adverse events, or medical intervention required as a result of this event. The dialysis treatment was restarted with a new circuit. Additional information was requested, however, to date not provided.

Manufacturer narrative:
Additional information: event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a blood was noticed in a dialysate hose during a patient¿s hemodialysis treatment. The blood sensed in the optical detector and a severe blood leak alarm was sounded. The circuit was discarded. Additional information was requested, however, to date not provided.